Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the uvc was inserted on (B)(6) 2012 and was not difficult to secure. An x-ray was taken to verify placement. The customer reports the uvc was cracked just below the molded strain relief on the extension. The uvc was removed on (B)(6) 2012 and a peripheral arterial line was placed. The customer reports there was no harm to the pt.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded. The customer stated that they purchase both a catheter insertion tray, product ID (B)(4) and an individual catheter product ID (B)(4); however, they are unable to identify which particular product was used in this incident.